Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. During testing the phase margin value was recorded out of specification; however, this out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn and the washers were present. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece has an unknown issue. No other information is known.